Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that after they were implanted, their symptoms at night time has gone back to the way they were before the trial. Patient reported that they were implanted last wednesday and the first night, they felt fine, thursday night was not so good, and starting friday night, they started experiencing the biggest issues with incontinence. During the day, they were fine, but its really only bad during night time. Patient stated that the they had used the patient programmer to increase stimulation but now it was not working. Patient increased from 1.4v to 1.8v on program 3. Patient stated that they were able to feel stimulation and tolerate it. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
UDI number is added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.